Manufacturer narrative:
This report is filed april 12, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently in (B)(6) 2016 (day not reported), the patient underwent a procedure to excise the excess skin. The implanted device remains.

Manufacturer narrative:
(B)(6).